Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia with omentum and bowel. Postoperative diagnosis: incisional hernia with omentum and bowel. Operation: repair laparoscopically of incisional hernia with mesh. Assistant(s): dr. (B)(6) . Specimen removed: none. Estimated blood loss: no blood loss. Complications: none. Drains: none. Description of the procedure: ¿the patient was brought to the operating suite and given general endotracheal tube anesthesia. A foley catheter was inserted and the abdomen was prepped and draped in a sterile technique. In the left upper quadrant a small incision was made. A veress needle was inserted after passing the drop test. The abdomen was insufflated with c02 of 15 mmhg pressure. The veress needle was then exchanged for a 5-trocar placed with an optiview under direct vision. Peritoneoscopy revealed omental adhesions stuck to the abdominal wall in the lower aspect and some bowel stuck in this. In the anterior axillary line, in the left mid abdomen, in the left lower abdomen 12 and 5 trocars were inserted respectively. Using sharp dissection with electrocautery the omentum was taken down. We then carefully removed this so that we did not get near the bowel whatsoever. The bowel was not involved at all. There was no injury to the bowel. We freed up the hernia defect. We placed a tape measure inside. We measured an 8 x 8-cm defect. Therefore, we used a 10 x 15-cm ventralex mesh with a stitch placed in the midportion on the polypropylene side. This was then placed in the peritoneal cavity. An endoclose was then used to qrab the stitch. The mesh was then centered over the defect and using the onux tacker we were able to tack the mesh up completely. We were able to do the distal side, the right side, with trocars on the left and then we had to place two 5 trocars on the right side under direct vision and tack up the left side. In this way the defect was completely covered. We then removed the endoclose. The mesh was completely covered under direct vision. The abdomen was deflated of gas. The trocars were removed. There was good hemostasis. Therefore, the 5 puncture sites were approximated with 4-0 monocryl subcuticular stitch and 10 ml of 0.25% marcaine with epinephrine injected into the wounds for analgesia. Benzoin and steri-strips were applied. The patient was then extubated and transferred to the stretcher and brought to the recovery room in stable condition.¿ on (B)(6) 2006: (B)(6) . Implant sticker. Manufacturer: davol. Description: bard composix e/x mesh. On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: large ventral hernia. Postoperative diagnosis: large ventral hernia. Assistant: (B)(6) , pa-c. Anesthesia: general. Anesthesiologist: (B)(6) , crna. Procedure done: open ventral hernia repair with mesh (gore-tex dualmesh plus). Operative procedure in detail: ¿the patient was brought to the operating room, placed supine on the table and monitored in at least five separate physiological parameters. The patient was found to be hemodynamically stable, so general anesthesia was administered. A foley catheter was passed, ted hose stockings and sequential compression boots placed, after which the abdomen was cleaned, prepped and draped in the usual sterile fashion. A midline incision was made at the umbilicus and down to the and deepened down through skin and subcutaneous tissue all the way down to the fascia. A large hernia sac was found in the subcutaneous tissue. It was dissected free from the subcutaneous tissues, opened and found to contain loops of small bowel as well as what appears to be the cecum. These had adhesions between the loops of the bowel and the sac and these were carefully taken down with sharp dissection and the loops of bowel reduced back into the abdominal cavity. The hernia sac was then resected and sent for histopathology and the edges of the fascia freshened. Superiorly, there was a previously placed mesh which was not covering the hernia defect at all. A gore-tex dualmesh plus was sutured with a running 0 gore-tex suture around the surface of the fascia and the excess mesh trimmed away. The fascia was then closed over the mesh using a running 0 vicryl suture. More local anesthetic was infiltrated, the wound irrigated and a jackson-pratt drain, 10 mm, was placed and the 2-0 vicryl interrupted used to close the subcutaneous. The skin was closed with skin staples and the entire procedure concluded. The patient tolerated the procedure very well. There were no complications and no drains left in place. The estimated blood loss was minimal. The patient was sent to the recovery room in stable condition.¿ on (B)(6) 2008: (B)(6) medical center. Implant sticker. Quantity: 1. Location: abdomen. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05472909. W.l. Gore & associates. Expiration date: 08/2010. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05472909) was implanted during the procedure. On (B)(6) 2010: (B)(6) hospital west. (B)(6) , do. Operative report. Indication for procedure: a 45-year-old female with multiple incisional hernias. The patient has had prior incisional hernia repair. The patient has a mass of the abdominal wall to the right of midline below the umbilicus, a mass above the umbilicus to the left of midline. I discussed with her the options, but felt laparoscopy would be a good choice. We did discuss in my office, and again preoperatively, the possibility of an open operation/incision. The patient appears to understand all, and presents for repair of hernia, possible mesh. Preoperative diagnosis: incisional hernias. Postoperative diagnosis: incisional hernias, with small-bowel injury and adhesions. Procedures: laparoscopic lysis of adhesions, open, repair of incisional hernias, and repair of small bowel laceration general anesthesia. Assistant: (B)(6) . Estimated blood loss: 150-200 ml. Tubes/drains: none. Complications: none. Specimen: none. Operative report in detail: ¿with the patient in the supine general endotracheal anesthesia was induced without incident. The patient had what appeared to be an incisional hernia to the left of the uppermost aspect of the incision. In addition, she had a mass of the abdominal wall and a probable hernia in this area, with possible incarceration. I made an incision along the umbilical line on the left side laterally on the abdomen. I elevated the fascia and placed a veress needle into the abdominal cavity. The abdomen was insufflated to a level of 15. The veress needle then exchanged for a 12 mm trocar. The camera placed through the trocar to reveal no injury to this point. There were massive adhesions of the anterior abdominal wall, less so about the superior hernia. I placed a 5 mm trocar in the left upper quadrant, 1 in the left lower quadrant, both under direct visualization without bleeding or injury. I dissected free the adhesions around the hernia of the superior aspect of the incision. I began to dissect the adhesions in the lower abdominal wall, and it became evident that the patient had an internal mesh with staples. The mesh had come detached at a portion and was rolled over. There was a loop of intestine that had essentially grown into the mesh, where the edge had rolled. I worked for about an hour to an hour and a half dissecting adhesions. I attempted to dissect free this loop of small bowel from the mesh. There was a large hernia with incarcerated bowel. There were a few loops of small bowel, and the cecum in this right lower quadrant abdominal wall hernia. These were all reduced after some significant dissection. No injury occurred at this point. I continued dissecting the omentum and the remainder the bowel off the abdominal wall, and came back to this one loop of bowel that was densely adherent to the wrong side of the mesh, where it had turned over. I worked on this area and was unable to cleanly dissect it free, and did make a small opening in the bowel. At this point, I had cleaned the entire abdomen of adhesions, and chose to perform an open operation, encompassing the upper half of the patient's midline abdominal incision. The incision was made. I entered the incisional hernia at the uppermost aspect. I dissected the hernia sac free and discarded it. I continued the incision down the abdominal wall. I identified the mesh, and at this point, chose to remove this mesh, as it was not in the right place, and I was concerned about infection of this foreign body. At this point, it was removed and discarded. I continued my incision a short distance down the abdominal wall. I identified the right lower quadrant abdominal wall hernia. I sutured this closed with a running #1 vicryl suture. The small bowel that was injured was repaired with interrupted suture of 3-0 vicryl and 3-0 prolene seromuscular. The abdomen was copiously irrigated with clorpactin and normal saline until the aspirate was clear. The main incision was then closed with a running #1 vicryl suture. Marcaine was injected for postoperative analgesia. Betadine was used in the subcu. The skin edges reapproximated with skin staples. I closed the abdominal wall incision laterally on the left side with a single suture of 0 vicryl, and skin edges with skin staples. The patient tolerated the procedure well.¿ on (B)(6) 2010: (B)(6) hospital west. Perioperative nursing record. Implant record. Item no.: 1. Site: incisional hern. Manufacturer: gore. Description: dualmesh. Catalog or model no.: 1dlmc03. Lot, serial or tissue ID no.: (B)(6) . Size: 10.0cmx15.0. Expiration date: 02/2013. Qty in at end of procedure: 0. Explanted qty: 1 [product identification does not match implanted gore 04/23/08]. On (B)(6) 2010: [missing records: a pathology report detailing analysis of the device removed during the 11/18/10 procedure was not provided.] On (B)(6) 2011: (B)(6) hospital west. (B)(6) , do. Operative report. Indication for procedure: this is a 45-year-old female, who in (B)(6) 2010, had a repair of an incisional hernia. At that time she had massive dense adhesions and 1 small bowel injury. I took all the adhesions down, repaired the small bowel, closed the hernia with sutures. I discussed with her the possibility of recurrence, in that if it does recur, I would consider a laparoscopic approach. She understood some of the risks, benefits, and possible complications. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia, incarcerated. Procedure: diagnostic laparoscopy, repair of incarcerated recurrent incisional hernia with repair of small bowel injury. Anesthesia: general anesthesia. Assistant: canales. Estimated blood loss: minimal. Tubes: none. Drains: none. Complications: none. Specimen: none. Operative procedure in detail: ¿with the patient in supine position, general endotracheal anesthesia was induced without incident. The abdomen prepped and draped in usual sterile fashion. I made an incision through the prior 3 left-sided lateral abdominal wall incisions. A veress needle was placed into the abdominal cavity. After the saline drop test was performed, the abdomen was insufflated to a level of 15. The veress needle was then exchanged for a 5 mm trocar, and the camera placed through the trocar to reveal no injury to this point. Diagnostic laparoscopy revealed significant adhesions in and around the abdominal wall and what appeared to be an incarcerated loop of small bowel in the hernia sac. I worked for about an hour and 20 minutes freeing up adhesions, but felt that I would not be able to safely take down the small bowel, especially with the patient¿s history of small bowel injury, and chose to open the patient at this point. I carefully entered the hernia sac. I opened the hernia sac, debrided the excess hernia sac. There was a loop of small bowel incarcerated into the hernia sac and densely adherent to the abdominal wall via essentially a concrete adhesion. I worked carefully, taking some of the abdominal wall along the length of this, but did make a small opening in the bowel. There was a minimal leak of small bowel contents. I copiously irrigated the abdomen with clorpactin and normal saline. I closed the opening in the small bowel with interrupted suture of 3-0 vicryl and 3-0 prolene seromuscular. I ran the bowel, I did not see any other injury. There was also a piece of colon that was incarcerated into the hernia. This was dissected free and returned to the abdomen without injury. At this point, I considered my options, but felt it would not be wise to place a mesh in this diabetic patient with a bowel injury, and chose to close the abdominal wall primarily with interrupted suture of #1 vicryl. Marcaine was injected for postoperative analgesia. The subcu tissue was irrigated with betadine. The skin edges reapproximated with skin staples. The patient tolerated the procedure well.¿ on (B)(6) 2011: (B)(6) hospital west. (B)(6) , do. Operative report. Indication for procedure: this is a 45-year-old female with a recurrent ventral hernia. The patient initially had a recurrent hernia fixed in november and then about 10 days ago. Each time I fixed the hernia, the patient had phenomenal dense adhesions. Both times that I fixed the hernia, I was unable to clear the bowel without a small opening in the bowel and felt mesh would not be intelligent at that point to risk infection in this diabetic patient. The patient presented to the office about a week ago and has once again a recurrent hernia. I discussed with her the options but felt if we could get inside the belly prior to the formation of these dense adhesions, I might be able to place a mesh and get her in and out of the hospital on the same day. The patient understands the risks, benefits, and possible complications, and she presents for surgery. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: diagnostic laparoscopy. Repair of recurrent incisional hernia with mesh. Lysis of massive adhesions. Anesthesia: general. Assistant: dr. (B)(6) . Estimated blood loss: 250 ml. Tubes: none. Drains: none. Specimens: none. Complications: none. Operative procedure in detail: ¿with the patient in the supine position, general endotracheal anesthesia was induced without incident. The patient¿s abdomen was prepped and draped in the usual sterile fashion. The 3 previous laparoscopic incisions on the left side of the abdomen were re-entered after I removed the staples. With upward traction on the anterior abdominal wall, a veress needle was placed into the abdominal cavity. After the saline drop test was performed the abdomen was insufflated to a level of 15. The veress needle was then exchanged for a 12 mm blunt trocar. A camera was placed through the trocar, to reveal no injury to this point. Two 5 mm trocars were placed in the previous site in the upper quadrant and lower quadrant under visualization, without bleeding or injury. The patient had once again phenomenal dense adhesions involving the bowel and omentum and herniation through the bowel wall once again. I attempted laparoscopy. I lysed massive adhesions but then felt it would be unwise to continue. I opened the previous incision and later extended it superiorly and a minimal amount inferiorly. As I entered the abdomen, there was concrete-type tissue, which was reactive tissue. There was actually no break in the fascia, and I later found that the hernia was in the peritoneum, where it had split next to 2 sutures. I spent the next 2 hours lysing adhesions and carefully attempting to disconnect the bowel without injury to the bowel so that I would be able to place a mesh. There were 2 areas of small bowel that were densely adherent to the abdominal wall, and I chose to remove a superficial portion of the abdominal wall in both of these. There was also a portion of the colon that was adherent to the pelvic abdominal wall, and I took out a piece of abdominal wall and laid this down into the pelvis. I continued lysing adhesions until I freed up the entire belly. I then placed a 19 x 24 cm mesh into the abdomen, which was a bard dual mesh. This was secured in position with a tacker and later with some sutures. I closed the abdominal wall with interrupted sutures of #1 vicryl (these had held well last time). The subcu tissue was irrigated with betadine and reapproximated with interrupted 3-0 vicryl and the skin edges with skin staples. The patient tolerated the procedure well.¿ on (B)(6) 2011: (B)(6) hospital west. Implant sticker. Manufacturer: davol. Description: bard composix kugel hernia patch. On (B)(6) 2017: (B)(6) hospital west. (B)(6) , do. Operative report. Indications for procedure: this is a 52 year old female whom I operated on in the past, who presented to the emergency room with an incarcerated hernia with generalized abdominal tenderness and erythema and tenderness over the hernia as well. A cat scan showed a small bowel obstruction likely at the hernia with the possibility ischemic bowel. I take the patient to the operating room on an emergent basis. I discussed with her and her family the possibility of a bowel resection and a colostomy. We also discussed the possibility that I might not be able to use a mesh and she might have a recurrent hernia. Preoperative diagnosis: incarcerated, recurrent incisional hernia, small bowel obstruction and rule out ischemia of small bowel. Postoperative diagnosis: incarcerated/recurrent incisional hernia, small bowel obstruction and chronic injury to the small bowel. Procedure: laparotomy, lysis of adhesions, repair of incarcerated, recurrent incisional hernia, small bowel resection, and explantation of mesh. Anesthesia: general anesthesia. Surgeon: dr. (B)(6) . Assistant: blanco. Estimated blood loss: 200 ml. Tubes/drains: 15 round blake-type drain. Specimen: portion of small bowel attached to/integrated into mesh with reactive tissue and hernia sac as well. Complications: none. Operative procedure in detail: ¿with the patient in the supine position, general endotracheal anesthesia was induced without incident. The abdomen was prepped and draped in the usual sterile fashion. There was a mass in the infraumbilical incision. There was erythema around this mass. I made an incision from above the umbilicus to the bottom of the infraumbilical incision. I carried this into the subcutaneous tissue. There was a phenomenal amount of scar tissue/reactive tissue even in the superficial subcutaneous tissue. The dissection was quite time consuming throughout the entire procedure. I isolated the hernia sac. I found what appeared to be an area without attached bowel and entered the hernia sac carefully. I then opened the hernia sac. No bloody fluid presented. I continued my dissection around the hernia sac. I opened it completely. I found incarcerated portion of multiple loops of small bowel into a very superficial hernia sac which was far away from the fascia. I dissected free small bowel loops and then worked my way down toward the fascia. There were attachments of the bowel to the abdominal wall. As I continued my dissection, I found multiple loops of small bowel attached to what appeared to be a mesh. Over the next 45 minutes to 60 minutes, I explanted the mesh circumferentially and completely, disconnecting it from reactive tissue as well as peritoneum. Once all of this dissection was done, I was left with a loop of small bowel that was densely adherent to the mesh along with a second loop of bowel that was less densely adherent but neither of these could be removed from the mesh without injury. In addition, there was an area of a closed loop of small bowel that had been within the hernia sac for some time and appeared chronically injured. I chose to perform a small bowel resection to include all of the loops which were in close approximation. I divided the bowel distally and proximally and divided the mesentery with an enseal instrument. An anastomosis was done with stapling devices in the usual manner. I closed the rent in the mesentery with a running 00 vicryl suture. I continued lysis of adhesions and freed up the entire lower abdomen and pelvis. There was some oozing. Because of this, I placed a #15 round blake-type drain through the left lower quadrant, later secured it with a 00 silk suture. The drain was placed across the pelvis and up into the central abdomen. I chose to use two retention sutures as I was uncomfortable using a mesh. These were placed and later secured over booties. There was no active bleeding within the abdomen although there was some minor oozing. There was no evidence of additional bowel injury. The abdominal wall was closed with a running #1 vicryl suture. I placed additional interrupted #1 vicryl sutures to help secure the closure. The subcutaneous tissue was irrigated with betadine. The skin edges were reapproximated with skin staples. A pico dressing was placed over the wound. The retention sutures were then secured over booties. The patient tolerated the procedure well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05472909. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant history: added medical history. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6)2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring additional surgery. Additional event specific information was not provided.